Event description:
It was reported that during a cerebral interventional procedure; a portion of the subject guidewire was detached and was not able to be retrieved. No further information is available.

Manufacturer narrative:
D4 expiration date - added. D4 gtin - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "during a cerebral interventional procedure, a portion of the guidewire was detached and was not able to be retrieved". Good faith effort attempt was not made to get additional information regarding the event as the initial reporter contact information is unknown. It is possible that the anatomy of the patient may have contributed to the reported event, but this cannot be confirmed. As the device was not returned and the available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a cerebral interventional procedure, a portion of the subject guidewire was detached and was not able to be retrieved. No further information is available.